Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty care and maintenance, which is misuse/abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair, it was observed for the compact air drive ii that the trigger, slider was blocked and jammed. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.